Manufacturer narrative:
The technician found the head hi/low up and down solenoid valve seats were not sealing. The technician replaced the solenoid valves, CPR/trend valves and the hydraulic fluid to repair the bed.

Event description:
Info received indicates, the head hi/low function of the bed will not stay up.